Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the left ventricular lead exhibited t-wave oversensing. Programming changes were implemented. The patient was in stable condition.